Manufacturer narrative:
Service was declined as the customer did not question system performance. A clear cause of the incident is unknown.

Event description:
The customer reported daily non-reproducible false positive troponin I (access accutni) results involving access 2 immunoassay system. The erroneous results were not released out of the laboratory. The customer has a standard protocol to verify unexpected results prior to releasing reports out of the laboratory. The protocol states to retest any initial troponin I patient results greater than 0.05 ng/ml. Patient samples were collected in lithium heparin gel tubes and processed on an automation line. There was no report of patient injury or change in patient treatment associated with this incident.